Event description:
It was reported that at a follow-up appointment, the physician observed that this implantable pacemaker recently inappropriately disabled the minute ventilation (mv) feature due to a false positive detection of the patient's atrial fibrillation. Boston scientific technical services was contacted and confirmed that the recent software update that was installed during this follow-up appointment would most likely resolve this issue. The physician programmed the mv feature back on and is continuing with normal monitoring. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6b. This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the b5 field for more information regarding the specific circumstances of this event. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted at this time. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
It was reported that at a follow-up appointment, the physician observed that this implantable pacemaker recently inappropriately disabled the minute ventilation (mv) feature due to a false positive detection of the patient's atrial fibrillation. Boston scientific technical services was contacted and confirmed that the recent software update that was installed during this follow-up appointment would most likely resolve this issue. The physician programmed the mv feature back on and is continuing with normal monitoring. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6b.

Event description:
It was reported that at a follow-up appointment, the physician observed that this implantable pacemaker recently inappropriately disabled the minute ventilation (mv) feature due to a false positive detection of the patient's atrial fibrillation. Boston scientific technical services was contacted and confirmed that the recent software update that was installed during this follow-up appointment would most likely resolve this issue. The physician programmed the mv feature back on and is continuing with normal monitoring. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.